Manufacturer narrative:
Additional information received indicated post tavr, the patient was on aspirin therapy only. After the hospitalization due to the valve thrombosis and ¿heart failure¿, the patient was started on warfarin. The patient¿s condition improved. A CT for halt was not performed.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the suspected valve thrombosis 25 days post implant cannot be determined. Investigation results suggest/indicate in addition to the mechanisms listed above; patient factors (not provided) may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) registry reporting system, the during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in the aortic position. On postoperative day (pod) 25, the patient was admitted due to ¿heart failure¿. Echo revealed decreased mobility of the right coronary cusp (rcc) and the left coronary cusp (lcc) areas. Valve thrombosis was suspected. Information regarding the actions taken for the suspected thrombosis was not provided. On pod41, the patient was discharged from the hospital and the outcome was determined to be recovered. The valve remains implanted in the patient.